Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had a motor error alarm on the insulin pump. Customer's blood glucose was 401 mg/dl. Customer stated that they are able to rewind the pump. Customer stated that the alarm occurred during the prime process. Customer stated that the alarm has not occurred more than once in the last 30 days. The pump passed displacement test. Customer stated that the pump was dropped. Customer stated that she changed the set due to not having any insulin. When the customer tried to perform the priming process, she did not get a no delivery alarm. Customer stated that the pump passed the self test. Customer was advised that the alarm may have been related to a site issue. Customer was advised to change out the entire infusion set. Customer was advised to monitor the pump.